Manufacturer narrative:
Patient dob/age, gender, comorbidities, medications and weight was asked and is not available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: it was reported on march 16, 2023, during an endovascular procedure (the patient was being treated for a thoracic dissection) that the physician was having difficulty aligning the gore® tag® thoracic branch endoprosthesis aortic component to the ostium of the left subclavian artery. It would not rotate to align to ostium. There was difficulty tracking this device around the aortic arch. The physician aborted the branched procedure and proceeded with covering the left subclavian artery. Reportedly, there was tortuous anatomy and the reason for event was due to tortuous anatomy. The side branch was not implanted or used during the procedure. The patient was being treated for a dissection. The patient tolerated the procedure.